Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported peritonitis problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis. The patient was not hospitalized for the event and the treatment was not reported. The outcome of the peritonitis was unknown. Additional information was requested, but is not available at this time.